Event description:
A non-health care professional reported during the intraocular lens implantation there was a tear in the lens and the lens was not implanted an removed. Additional information has been requested and received stating the procedure was completed with a back up lens on the same day. There was no ham to the patient and was not hospitalized for the event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is:(B)(4).